Event description:
It was reported that slow deflation occurred. A 2.25mm x 30mm nc emerge balloon catheter was advanced for dilation. However, during deflation, the balloon is slowly to deflate. The device was removed fully deflated and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Event date: the event date was not provided by bsc representative during salesforce creation. Used the 1st date of the month for the event date.